Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, scope connector cover damaged/cracked, bending section rubber glue separated, connecting tube scratched, suction cylinder nut painting peeled off, universal cord scratched, scope connector cover broken, and leaking inspection failed. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, that during reprocessing of the evis exera ii gastrointestinal videoscope air/water leakage from the scope connector (including the venting connector) was noticed. Upon inspection and testing of the customer returned device, foreign material could not be removed even if the correct reprocess was performed due to gap on the insertion section. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that physical stress such as hitting and/or dropping the distal end cracked the distal end cap cover. Once the cover was cracked foreign material could not be removed even if correct reprocessing was performed. The following is included in the instructions for use (IFU) and may have helped prevent the event: "warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.